Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture at maximum output. Another lead was successfully placed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).